Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 7/2/2019. Device returned to manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection using magnification was performed. Loose particles/debris were observed across the lens, compatibles with handling the lens out of the sterile environment. Also, the condition observed is consistent with the unit that has been drop or something similar, during handling of the unit out of the sterile environment. The lens was cleaned to evaluate it for the reported cosmetic issue (iol scratched). No unacceptable scratches were observed. Based on the evidence observed, no debris or particles related to the manufacturing process were detected. The reported issue could not be verified. No product deficiency was identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional investigation request (ir) for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, if explanted, give date: not applicable, as lens was not implanted. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that lens was scratched and there was debris on the lens. Reportedly there was no patient contact with the lens. No further information provided.